Event description:
Patient immediately postop from coronary artery bypass graft (CABG)/mitral valve (mv) repair surgery on increasing amounts of vasopressors. IV pump with levophed at 13mcg/kg (35-40cc/hr) shut off. Message on pump read "system error failure." Patient's bp dropped to 50s systolic.